Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 584mg/dl. Troubleshooting was performed. The alarm history revealed several no delivery alarms over the past three days. Also, the basal, bolus history, and daily totals do not match either. No further information was provided.